Event description:
A gastrojejunostomy tube was placed under fluoroscopy. Doctor inflated the balloon, and the balloon would not stay inflated. Gastrojejunostomy tube removed and new one rewired and placed.